Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of occurrence has been estimated. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the carotid artery. During use of an emboshield nav 6, the filter became separated from the delivery catheter (dc) pod before deployment. The physician cut a portion of the dc pod with tweezers as a method to encapsulate the filter again, but was unsuccessful. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned to abbott vascular for analysis. A review of the lot history record and complaint history of the reported lot could not be performed since there was no lot number provided. The investigation was unable to determine a conclusive cause for the reported detachment of the filter. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.